Manufacturer narrative:
Unchecked "user facility". The lvad pump was not returned to the manufacturer for evaluation; as reported it was not explanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the pump and log files are not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information patient factors including the reported sub-therapeutic inr and patient non-compliance are identified factors that may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Unchecked "user facility". The lvad pump was not returned to the manufacturer for evaluation; as reported it was not explanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the pump and log files are not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information patient factors including the reported sub-therapeutic inr and patient non-compliance are identified factors that may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): a "low flow" alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from a clinical study that this patient experienced, "low flow" alarms, abnormal vad parameters and "vad stop" alarm. The patient's inr had reportedly been subtherapeutic; but the dose was appropriately adjusted by the medical team. This patient was considered non-compliant by the site. Upon admission to the hospital the patient's inr was found to be subtherapeutic. A transesophageal echocardiogram (tte) was performed and the patient was started on intravenous (IV) heparin due to concern for thrombus. The patient's condition continued to deteriorate and he was transferred to the critical care unit (ccu) for closer observation. He was now complaining of shortness of breath and a left-sided headache. The following day the patient was taken to the catheterization lab where he received a 10mg bolus of tissue plasminogen activator (t-pa) via a 5 french pigtail catheter followed by an IV drip for the next 20 hours. The patient reportedly tolerated the treatment well. Subsequently, the nurse noted that the patient's vad was alarming "vad stopped." On (B)(6) 2015 the patient had a transcatheter closure of the lvad outflow graft with a 10mm septal occluder. The vad was stopped at this time and the patient was discharged to hospice. He expired on (B)(6) 2015. The pump remained implanted post-mortem. Investigation is ongoing.